Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that during implant, impedance were measured to be greater than 40,000 ohms on both sides when measured at 0.7, 1.5, and 3v. Monopolar impedances were above 40,000 ohms and bipolar impedance was between 3,500 - 4,000 ohms. Connections were reviewed and the system seemed to be properly connected. The hcp decided to use another ins. After the failed ins was changed, impedances were measured to be within normal limits. The issue was resolved after the ins was replaced.

Manufacturer narrative:
Analysis of the ins found no anomalies. No abnormalities were found and all functional tests were passed including impedance testing in saline.